Event description:
Per hm, device was 80 percent on (B)(6) 2022. On (B)(6) 2022 eri was reported. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
On 16-may-2023, device was explanted (B)(6) 2023 due to pt is undergoing hyperbaric oxygen treatment for a mandible infection and this crm device is contraindicated. There is 15 percent battery and battery error message seen upon interrogation. The device was not returned for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned data were thoroughly inspected. The analysis confirmed activation of the eri status, as mentioned in the complaint description. However, all battery parameters indicated a healthy battery. Presumably, the eri status was incorrectly activated due to a temporary fluctuation of the battery voltage. However, the root cause of this could not be determined conclusively from the available information. In summary, the eri status was activated incorrectly. The root cause could not be determined conclusively. There was no indication of a battery depletion.

Manufacturer narrative:
The device was not returned for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned data were thoroughly inspected. The analysis confirmed activation of the eri status, as mentioned in the complaint description. However, all battery parameters indicated a healthy battery. Presumably, the eri status was incorrectly activated due to a temporary fluctuation of the battery voltage. However, the root cause of this could not be determined conclusively from the available information. In summary, the eri status was activated incorrectly. The root cause could not be determined conclusively. There was no indication of a battery depletion.

Manufacturer narrative:
16-may-2023 device was explanted (b)(46 2023 due to pt is undergoing hyperbaric oxygen treatment for a mandible infection and this crm device is contraindicated. There is 15 percent battery and battery error message seen upon interrogation. The device was received and analyzed. Upon receipt, the biomonitor iii was visually inspected. The inspection revealed a severe damaged device in the battery area, most likely caused during the explantation procedure. The memory content of the device was inspected, revealing no anomalies. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The analysis revealed no indication of a device malfunction.